Event description:
Towards the end of a routine hemodialysis treatment, arterial air alarms occurred that could not be resolved. It was reported that too much time elapsed while troubleshooting the alarms and the operator was concerned that the set was clotting. Rinseback not performed resulting in a 210ccc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Exact cause of arterial air alarms is not known. Device labeling includes a list of probable causes for the alarm and instructions for manually recovering from the alarm. Review of the treatment data log file indicates that the operator did not perform alarm recovery steps in accordance with device labeling. Facility staff notified and planned to review alarm troubleshooting techniques with patient and caregiver. A direct correlation between the nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.